Manufacturer narrative:
The customer contacted a siemens customer care center and stated that their quality controls were within acceptable range. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that the patient sample was processed in a small sample container which does not have level sense. The hsc specialist concluded that the customer was spinning sample tubes for shorter time period than tube manufacturer's recommendations. This will lead to specimen integrity issues causing discordant result. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument and on an alternate dimension vista instrument, resulting higher both times. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low vancomycin result.